Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl between 4 and 24 hours of wearing the pod. The patient stated that the pod usually lasts 2 days but this time it did not last a full day. The pod was changed since it was empty but when trying to deliver a bolus to regulate their bg levels they did not decrease. On (B)(6) 2025, the patient went to the emergency room to seek medical attention for hyperglycemia and reported it was likely due to the pods being placed in scar tissue on their abdomen. The patient reported they were not experiencing any symptoms other than elevated bg levels. The patient stated there was no diagnosis at the time of the event and they were treated with insulin injections. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone14.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.